Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with cracked case at display window corners, cracked case, broken reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported by the customer that their insulin pump had been damaged. Customer stated that a portion of the device had broken off and the display screen was cracked. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 128 mg/dl at time of reporting. Nothing further reported.